Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine device replacement, this right atrial (ra) lead exhibited no sensing and high out of range pacing impedance measurements greater than 2,000 ohms when connected to the replacement device. The lead was disconnected from the device header and tested on a pacing system analyzer (psa) and no sensing and high out of range pacing impedance measurements continued to be observed. The lead was surgically abandoned and replaced. No adverse patient effects were reported.